Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weigh to the spec, creases flat, deformation device, encapsulation and wear abrasion; bubbles and cloudiness in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured. No issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation are rupture and capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "leak", capsular contracture, baker grade unknown, "very hard, palpable" and a "great deal of concern regarding the news reports of lymphoma and textured breast implants." Physician reported capsular contracture, baker grade iii, rupture was not ruled out. Device was explanted.